Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting a false negative reaction with cell#2 to the 0.8% surgiscreen lot# vss613 exp 01apr2014 with a patient previously confirmed to have an anti-k and anti-e. Customer reports only cell#1 had reacted 1+. Customer reports testing the same sample against 0.8% resolve panel a lot# vra191 and reports the k positive donors reacted 1+ as expected but the e positive donors (cell#3 and 6) were observed to react 2+. All described testing performed in the mts anti-igg gel cards lot# 091713001-11 with 15min incubation. Described testing occurred on (B)(6) 2014 cts verified that no incorrect or erroneous results were reported as a result of this reported concern due to the patient already having a history of the anti-e. No reports of any discrepancies with the qc of the listed screening cells or with any other patients. No noted haze or hemolysis noted ot the cell#2 in question. Received date not provided. Set in question was confirmed to be opened on (B)(6) 2014. Repeat testing yielded the same negative result with the cell# 2 with a 15 min incubation.